Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient's lv lead was a non-boston scientific product. The lv vector guide indicated 5 vectors had normal impedances and any vector with e3 or e4 had out of range impedances. It was also noted 2 of the vectors with in-range impedances caused muscle stimulation for the patient. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient's lv lead was a non-boston scientific product. The lv vector guide indicated 5 vectors had normal impedances and any vector with e3 or e4 had out of range impedances. It was also noted 2 of the vectors with in-range impedances caused muscle stimulation for the patient. This crt-d system remains in service. No adverse patient effects were reported.